Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested/is expected but was not returned for evaluation. Therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Lot number was not provided so device history record review cannot be performed. If additional relevant information is received, a follow-up report will be submitted. Per customer screw head not returning.

Event description:
It was reported that the 4.5 mm x 32 m titanium low profile screw, ar-8545-32, was being used in an ankle fusion with an anterior plate. The bone was prepared by using a 3.0 mm drill. The screw was being inserted into the patient by using a t-20 driver. While the screw was being inserted by hand into the bone the screw snapped. No extra torque was involved. The screw head snapped-off as the plate was being brought down to the bone. The screw head was retrieved from the patient but the screw shaft was left fully inserted into the tibia. The procedure was completed successfully. No patient injury reported.